Manufacturer narrative:
Device passed displacement test and selftest. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or absence of alarm anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that that the audio test was failed. The customer¿s blood glucose was unknown. It was stated that insulin pump made no noises on the low and high however vibration works. The customer reported on insulin pump serial number has the affected software version 4.10 and that audio beep test. The insulin pump will be returned for analysis.